Event description:
It was reported that during an unknown procedure the problem that occurred was that the instrument got stuck all the time so that the product was not able to be used. The knife was not able to push forward. It is unknown how the procedure was completed. There was no consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, there were no issues with opening or closing the jaws with the knife advancing.